Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 360-400 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown; however, the customer believed that the pump was functioning as intended. Reportedly, customer was vomiting, nauseous, and tired. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on 9/18/2019 with the issue resolved and no permanent damage.